Event description:
It was reported that therapy was working ¿fine¿ from (B)(6) 2013 and then it ¿quit.¿ impedances were measured to be greater than 4 ,000 ohms on electrode combinations including electrode 0. Therapy impedances on three programs were between 77 and 109 ohms. Reduced longevity was noted. No falls or traumas were noted and there was no known reason for the lead to be shorted. The pocket was opened and the ¿lead and implantable neurostimulator (ins) so twisted¿ that it was difficult to get the lead out. Information received a little more than a week later, indicated the lead was twisted and appeared to be damaged. The ins and lead were replaced. The patient was doing ¿good¿ with the replacement and there were no concerns. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va081xx, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).